Event description:
The manufacturer received information alleging a ventilator had a faulty flow sensor. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's flow sensor was contaminated with dust and dirt. The flow sensor was replaced to address the issue.